Event description:
The user facility reported for an automated impella controller (aic) that it was not detecting the purge disc. Discovered during training with demo equipment. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: the issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.